Event description:
It was reported that the pacemaker dependent patient was admitted as an emergency case, with severe bradycardia, syncope, and cadiac arrest. The device could not be interrogated, and there was premature battery depletion. Pacing function was restored with temporary pacing. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed the no output and no telemetry conditions were the result of lifted hybrid bond wires.